Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was it was noticed the patient had high white blood cell count and swelling at pocket site, which indicated potential infection. Patient was sent to the emergency room. Hcp plans to remove the system today or tomorrow. Troubleshooting was not required. It was reported that there were no known external factors that caused issue. It was unknown if the issues were resolved. The date of explant was unknown. Device was discarded.